Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.2mm x 12mm threader balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 6 atmospheres after a duration of 5 seconds. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a threader balloon catheter. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole in the balloon material 10 mm from the tip of the device. Microscopic inspection of the markerband, tip and proximal weld found no irregularities or defects. Microscopic and tactile inspection revealed numerous kinks in the hypotube. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.2mm x 12mm threader¿ balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 6 atmospheres after a duration of 5 seconds. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.